Event description:
It was reported that the patient presented for follow-up. A device interrogation revealed a steady increase in pacing impedance and capture threshold, which resulted in loss of capture. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the lead was explanted and replaced due to the rise in impedance. The patient was stable.